Manufacturer narrative:
After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that approximately 4 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, the patient presented bone type ii.